Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 468 mg/dl, at the time of incidence. Customer was treat with manual injection for high blood glucose level. Customer experienced nausea. Customer reported that they passed the second high pressure test. Based on report customer was not alleging that the insulin pump was under delivering. Customer was assisted with troubleshooting and reported that the insulin was exit during quick review. The insulin pump will be returned for analysis.